Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker (pm) exhibited battery longevity overestimation. No intervention was performed. There were no patient consequences and the patient would continue to be monitored.